Manufacturer narrative:
The calcium, albumin, and alt/gpt reagents' lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant high results for an unspecified number of patients' samples tested with calcium assay, albumin assay, and alt / gpt assay on a cobas 8000 cobas c701 analyzer. Examples of the discrepant results were provided. Calcium: high result: 2.64. Low result: 2.08. Albumin: high result: 87. Low result: 42. The sample tested for albumin was a serum/plasma sample. Alt/gpt: high result: 81. Low result: 24. The units of measurement were not provided.

Manufacturer narrative:
The field service engineer found that the cell rinse tube was damaged. He repaired the cell rinse tube and adjusted the cell rinse water level and the probe wash. The service actions (repairing the cell rinse tube and adjusting the cell rinse water level and the probe wash) resolved the issue. The root cause was due to a maintenance issue.